Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly from the insulin pump. The customer stated that the pump never displayed a sensor value. The customer was advised that the isig is too low. The customer was advised that the sensor might not be working properly due to damage during insertion or it being pulled out. The customer will be sent a replacement sensor.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.